Manufacturer narrative:
The reported events of helix mechanism issue and helix damage were confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead found the helix was stretched, bent, and damaged due to procedural damage and was clogged with blood and tissue. The helix mechanism and extension length test could not be performed due to the damaged helix as received. The cause of the reported events was isolated to the damaged helix due to procedural damage and the helix clogged with blood and tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During attempted implant, the helix of the right ventricular (rv) lead extended and damage was observed on the helix. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.